Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated over 400 (mg/dl) however, the customer was unsure of the cause. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.